Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the actual device was not received for evaluation. We did receive performance datacollected from the device and have analyzed the data. Impedance - no anomalies found. Battery voltage - no anomalies found.

Event description:
It was reported, the patient died at home due to severe "aortastenosis." The device is being returned for analysis as the hospital had some longevity questions and "there were some doubts on this device." It was reported, the death was not related to the device. Additional information has been requested and not received.